Event description:
As reported, approximately 8 years and 11 months post the initial tha, the patient was revised for early wear. The poly is part of the gxl poly recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. 3657238 - 164-11-12 - novation element ro s/o sz 12. 3710832 - 170-32-93 - biolox delta femoral head 32mm od, -3.5mm 3851929 - 180-65-30 - alteon 6.5mm screw, 30mm. 2994833 - 186-01-50 - integrip cc, cluster 50mm, g1.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.